Event description:
Pt had a 20 gauge 1 1/4" bd insyte autoguard IV catheter inserted in 2002. Pt pulled the IV catheter out the next day. When the pt pulled the IV catheter out, the cannula separated from the IV catheter hub. Unknown which lot.